Event description:
The customer reported that while the unit was in use on a pt, the unit displayed "gas loss," & "check intra aortic balloon catheter" alarm messages, & failed to autofill. The pt was switched to another unit & therapy was continued. No pt injury was reported.